Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that a device issue occurred resulting in an aborted procedure. An ilab ultrasound imaging system was selected for use. During the procedure, it was found that the device could not be turned on. The black console was not illuminated, and there was no power supply. The procedure was not completed due to this event. No patient outcome information available.